Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2015 with a bifurcated, an infrarenal aortic extension, and a suprarenal aortic extension. During the procedure, the stent was placed too high, occluding the renals and patient was in renal failure. The physician elected to do an additional procedure to adjust the graft but was not successful. It has now been reported on (B)(6) 2016, that the patient is in dialysis.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported event, improper positioning of the suprarenal aortic extension and covering of the renal arteries. Additionally there was evidence to reasonably support the following observations; at implant an intraoperative stent migration of the suprarenal aortic extension, and two weeks post implant the placement of a dialysis catheter. Potential contributing factors to the reported event include; user error: unintentional malpositioning of cuff above renal arteries, during the initial implant an omitted procedure step was identified (off label use), delay in treatment and off label endovascular procedure to correct malposition of the device (balloon repositioning). A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event seems to be user error. The improper placement of proximal extension caused the renal arteries to be covered resulting in a permanent injury. There have been no additional reported adverse events for this patient.